Manufacturer narrative:
The customers complaint was not replicated with in-house testing of retain lot t10437rn. No issues with tni recovery were observed. Manufacturing batch records for lot t10437rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer called in stating that they had been observing differences between triage and tosoh for tni. Customer is trying to get tosoh and triage to correlate. A patient was ordered serial tni testing on the tosoh instrument, so customer decided to test the sample on triage to see what value they would get. Customer stated that the triage testing was done for her own purposes and that none of the triage results would be reported to the physician. Triage had no impact to patient care or treatment. A sodium heparin sample was tested on tosoh and yielded a positive tni result of 0.11ng/ml. An edta whole blood sample was tested on triage and yielded a normal tni result of less than 0.05ng/ml. Site cut-off for tosoh = 0.06ng/ml and for triage = 0.05ng/ml. Customer was unable to provide further information; such as medications, patient condition or any outcomes.